Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. The analyst noted the test stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead helix was difficult to extend and retract, and the stylet would not travel all the way through the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.